Event description:
The initial complaint was reviewed and found to be covered under periodic summary reporting and not individual 3500a reporting. This event will be captured on the periodic summary report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The initial complaint was reviewed and found to be covered under periodic summary reporting and not individual 3500a reporting. This event will be captured on the periodic summary report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The screw was found broken between the shaft and the screw-head. Moreover the threaded shaft area is badly damaged and the screw recess is deformed at its inner edges. No other issues were identified with the returned components of the device. All features related to the reported complaint condition were reviewed and no other issues were identified. A dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Our investigation has shown that the complaint condition for the broken screw is confirmed. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing. We do suppose that the device encountered unintended forces, such as excessive force application during unscrewing procedure, which finally resulted in the breakage. Because of the damaged incurred at the screw-recess, we do consider that the involved unknown screwdriver could also likely contribute to the reported condition as reusable instruments could be worn from repeated use. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed: part: 04.503.414.01s. Lot: l312722. Manufacturing site: (B)(4). Supplier: früh verpackungstechnik ag. Release to warehouse date: 20.february 2017. Expiry date: 01.february 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument. Part: 04.503.414.20. Lot: h223000. Manufacturing date: 01-nov-2016. Part number: 04.503.414.20, 2.0 mm ti matrixmandible screw self-tapping 14 mm. Lot number: h223000 (non-sterile). Component part(s) reviewed: part number: 21015, tialnbri4.00. Lot number: 9954218. Certified test report supplied by perryman company dated 17-sep-2015 was reviewed and determined to be conforming. Lot summary report dated 20-nov-2015 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a removal procedure of an unknown plate, which was implanted in the lower jaw on (B)(6) 2018, was performed on (B)(6) 2019. As the surgeon tried to unscrew the reported screw (04.503.414.01s) with an unknown driver, the screwhead was broken off. No fragment remained in the patient¿s body. The surgery was delayed by 30 minutes. The surgeon commented that s/he did not put too much force during the unscrewing. No further information is available. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity 1); unknown screwdriver (part # unknown, lot # unknown, quantity 1); unknown screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 2.0 mm ti matrixmandible screw self-tapping 14 mm. This is report 1 of 1 for (B)(4).